Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: ventricular assist device (vad) hw36942 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced right heart failure and was given intravenous (IV) levosimendan, vasopressin, and catecholamine medication. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, right heart failure is a known potential complication associated with the implantation of a vad. Based on the reported history of the patient, it was noted that the patient had a history of biventricular heart failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced right heart failure and was given intravenous (IV) levosimendan, vasopressin, and catecholamine medication. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.